Event description:
Customer states they are seeing sporadic, what appear to be inaccurate, anti-xa results using stago star max, that do not appear to be related to the measurement of the analyte. (Instrument matches with peer measurement.) They have also seemed to rule out pre-analytical variables of specimen handling and centrifugation. Customer asked if the raw material vendors for the anticoagulant in the tubes has changed since october 2021. Customer was informed that no changes in raw materials have occurred. In an consecutive interview, the customer states: both greiner and bd tubes are in use. We have not isolated it to a specific lot number of tube. The only results that are currently in question are anti xa on anticoagulated patients. We have confirmed that filling is appropriate and if in question, recollected. While proper order of draw has been verbalized by collection staff, we cannot exclude with proof. Tubes centrifuged at the recommended 1500-2000g for 10 minutes as per greiner IFU. Given our limited tube availability sending tubes may not be feasible. As you can see by my answers, we are not acting as if this is related to the blood collection tubes. We are simply ruling them out and if you can verify that no raw materials have changed in the anticoagulant in the tube, the group would be satisfied. At the time of the noticeable shift in the number of pharmacy interventions for heparin dosing (what is driving the investigation), there were many changes unrelated to laboratory that are far more likely to be contributory.

Manufacturer narrative:
Complaint (B)(4). No date of the event could be obtained from the customer. Samples from the customer have only been recently received and the evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples of 454334/b21023ga were received. This portion of the alleged event cannot be determined. Received 1pc. 454322/b21013a5, which expired on january 5, 2022, 4pcs. 454334/b210834r, and 1pc. 454334/b2106368 for evaluation. A check of quality, production, and maintenance records revealed no deviations. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No deviations could be duplicated on the returned samples. Therefore, the alleged event is not duplicated.